Event description:
The customer noted there was linting from the drape into the patient's eyes. She stated that the issue was resolved by using a saline wash to remove the lint. No injury or long-term effects were reported as a result of the issue.

Manufacturer narrative:
The product involved in the event was not available for return. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Manufacturer narrative:
One (1) representative sample received unopened and unused. Product packaging was received. The sample was evaluated under ambient light conditions. The sample arrived in a sealed product package. There are no visual damages observed on the package, front or back. The package was opened and the csr wrap with the utility drapes was inspected. No lint or fibers were observed inside the open package, on the csr wrap or on the lab table. The csr wrap was unfolded, and the two utility drapes were opened and laid out on the lab table. During the unfolding and manipulation of the utility drapes, no lint or fibers were observed to detach from the samples. The samples were inspected on both sides. No loose lint or fibers were observed. The release tapes were peeled away from the adhesive strips. No loose fibers were observed. All edges of the release tapes appear smooth. Both samples were gently shaken, no lint or loose fibers were observed to detach from either drape. The complaint of linting could not be replicated. The DHR (device history record) were reviewed and no abnormalities were found. Current process was reviewed and no abnormalities were reported during the manufacturing of this product. The investigation for this event was based on the information provided as well as sample evaluation results. No root cause was identified this product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.